Event description:
As reported by the user facility: reports as the doctor was inserting the 25 gauge spinal needle, the needle broke off in the patient at the hub. There was no injury to the patient. The physician repeated the procedure and was able to retrieve the broken needle. Follow-up correspondence with the reporting facility indicated that the needle broke off during insertion, so it was half-in/half-out and the doctor was able to retrieve it easily. An additional procedure to retrieve the broken needle wasn't necessary.

Manufacturer narrative:
This report has been identified as b braun medical inc internal report # (B)(4). One used needle, without packaging, was received for evaluation. The returned needle was the 25 gauge x 1 inch introducer needle; the 25 gauge x 3.5 inch pencan spinal needle was not returned. The returned introducer needle was observed to be broken apart at the hub. The needle appeared to be bent at the point of fracture. Incidents of this nature can generally occur when the needle is subjected to some type of trauma during use that stresses the device beyond its design capabilities. The damage observed on the returned needle appears consistent with the device being subjected to an excessive force which bent and ultimately fractured the needle. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. All available information has been forwarded to the device manufacturer of the needle. If additional pertinent information becomes available, a follow-up report will be filed.